Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending artery. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at around 8atm. The device was able to be captured safely within the guiding catheter without dropping the blade and the procedure was completed with a different device. No complications were reported and there was no adverse effect to the patient.